Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient injuries reported and the patient status was good.